Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/19/2021, it was reported by a sales representative via e-mail that while using an ar-13991n scorpion needle, the surgeon had trouble getting scorpion needle to pass suturetape through the cuff and tried multiple times. Ultimately the needle tip was fatigued to the point that it broke off in the cuff. Surgeon was aware before closure that the needle tip was lost and finished the repair and closed because of having to wait on c arm to confirm. After breaking scrub it was confirmed that the needle tip was in a central portion of the supraspinatus using fluoroscopy. Surgeon decided to leave it due to it not being the joint space. This was discovered during use in a case on (B)(6) 2021.